Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 (variable 3) was present in the pump trace download and pump error 63 (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. No unexpected no delivery alarms or insulin flow blocked alarms noted during testing. Unit received with cracked select button on keypad overlay. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed batt test alarms or battery type anomalies noted during testing or in the pump trace download. Unable to verify charge/battery lasts less than expected anomaly due to no battery received with unit.

Event description:
Information received by medtronic indicated that the insulin pump was rejected new batteries, crack on the center button of insulin, had been required to prime or rewound more than once, had received false or unexplained no delivery alarms. Customer also stated that insulin pump was beeped, received blood glucose loop request, battery life diminished not less than 7 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.